Manufacturer narrative:
Zoll medical corp has not rec'd the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt, the device was unable to obtain an ECG signal. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.